Manufacturer narrative:
Concomitant products: product ID: 37761, serial# (B)(4), product type: recharger. Product ID: 37761, serial# (B)(4), product type: recharger. Product ID: 37761, serial# (B)(4), product type: recharger. Analysis of the desktop charger (s/n (B)(4)) found a broken connector pin. (B)(4).

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the patient had no stimulation sensation. The patient woke up today and was not feeling stimulation. It was stated that the patient was sick yesterday and the implantable neurostimulator (ins) depleted. It was reported that the recharger was not charging, and it was noted that the connector pin broke about 3 to 4 months ago but the patient had been trying to "make it work." The patient tried to connect to recharge today but it did not work. The desktop charger was replaced.

Manufacturer narrative:
Upon further review, should be "yes" with a return date of 2014-03-05 instead of "no."

Manufacturer narrative:
Corrected information: if information is provided in the future, a supplemental report will be issued.